Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they didn't really know what had led to the return of their symptoms, but noted they had occipital neuralgia. In regards to steps taken to resolve their symptoms, the patient had gone to their pain doctor who gave them three injections that did not help. They met with their manufacturer representative twice and they had performed reprogramming but still have a bit of pain. They had an appointment scheduled for (B)(6) 2017 with their representative and doctor to reevaluate. Their return of symptoms had not been completely resolved; they noted to still be experiencing pain that was keeping them from functioning normally.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and occipital neuralgia. It was reported that the patient experienced a return of headaches on (B)(6) 2017. The patient met with a manufacturer representative (rep) on (B)(6) 2017 for stimulation adjustments, but the patient was still having headaches. There were no trauma or falls reported that could be related to this issue and the patient had not had any recent medical tests or emi environmental exposure. There were no reports of device issues or allegations. Additional information received from the patient on (B)(6) 2017 reported that the therapy from their implantable neurostimulator (ins) worked really well for a year for their occipital neuralgia. The patient stated they had throat surgery on (B)(6) 2016 where they were put to sleep and their neck was tilted far back. They had a few problems after that described as feeling a ¿jolt or ¿boom¿ event when they had not done anything. The issues had worsened. It was noted that the patient saw the manufacturer¿s representative on (B)(6) for a reprogramming session but that did not help the patient as all. The patient had an appointment with the doctor today where the manufacturer¿s representative would be present but the appointment was cancelled because the healthcare professional (hcp) was too sick (had bladder cancer).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.